Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and abnormal weight gain ("gained extreme amount of weight") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 and miscarriage in 2010. In 2010, the patient experienced pain ("serious pain for over 2 months"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("periods have become so heavy"), dysmenorrhoea ("cramps during menstruation"), premenstrual pain ("extreme shooting pains a week prior to period"), headache ("severe headaches"), arthralgia ("pain in joints"), dizziness ("dizziness") and treatment noncompliance ("never had hsg done"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown, the abnormal weight gain, menorrhagia, dysmenorrhoea, premenstrual pain, headache, arthralgia, dizziness and treatment noncompliance had not resolved and the pain had resolved. The reporter provided no causality assessment for abnormal weight gain, arthralgia, dizziness, dysmenorrhoea, headache, menorrhagia, pain, premenstrual pain and treatment noncompliance with essure. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: sometime following the procedure plaintiff began suffering from pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding, and more. On or about (B)(6) 2017 plaintiff was forced to undergo a surgery to have removed the essure coils. Most recent follow-up information incorporated above includes: on 28-mar-2018: new information was received from a lawyer, added as additional reporter. Essure was inserted on (B)(6) 2010 for permanent female sterilization. Additional events pelvic pain, abdominal pain, vaginal pain, severe cramping, and heavy abnormal bleeding were reported. Essure was removed on (B)(6) 2017, case was upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5031460) on 23-aug-2013. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abnormal weight gain ("gained extreme amount of weight/ weight gain") in a 32-year-old female patient who had essure (batch no. 675112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and treatment noncompliance "never had hsg done". The patient's past medical history included parity 1 and miscarriage in 2010. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included baclofen, carisoprodol (soma), clobetasol, diazepam, eszopiclone, fluconazole, fluticasone propionate (flonase), ibuprofen, ketoconazole, salbutamol sulfate (proair hfa), tizanidine hydrochloride (zanaflex) and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pain ("serious pain for over 2 months"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal weight gain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("periods have become so heavy/ abnormal bleeding(menorrhagia)"), dysmenorrhoea ("cramps during menstruation"), headache ("severe headaches"), premenstrual syndrome ("severe premenstrual symptoms"), hypersensitivity ("allergic reaction"), vaginal infection ("recurrent vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("intense constipation") and diarrhoea ("severe diarrhea"). In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), premenstrual pain ("extreme shooting pains a week prior to period"), arthralgia ("pain in joints") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, vulvovaginal pain, premenstrual syndrome, hypersensitivity, vaginal infection, female sexual dysfunction, depression, migraine, dyspareunia, vaginal discharge, fatigue, constipation and diarrhoea outcome was unknown, the abnormal weight gain, menorrhagia, dysmenorrhoea, premenstrual pain, headache, arthralgia and dizziness had not resolved and the pain had resolved. The reporter provided no causality assessment for abnormal weight gain, arthralgia, dizziness, dysmenorrhoea, headache, menorrhagia, pain and premenstrual pain with essure. The reporter considered abdominal pain, constipation, depression, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, migraine, pelvic pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: sometime following the procedure plaintiff began suffering from pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding, and more. On or about (B)(6) 2017 plaintiff was forced to undergo a surgery to have removed the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031460) on 23-aug-2013. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abnormal weight gain ("gained extreme amount of weight/ weight gain") in a 32-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "never had hsg done" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 1 and miscarriage in 2010. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity and degenerative disc disease. Concomitant products included baclofen, carisoprodol (soma), clobetasol, diazepam, eszopiclone, fluconazole, fluticasone propionate (flonase), ibuprofen, ketoconazole, salbutamol sulfate (proair hfa), tizanidine hydrochloride (zanaflex) and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pain ("serious pain for over 2 months"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abnormal weight gain (seriousness criterion medically significant), menorrhagia ("periods have become so heavy/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("cramps during menstruation"), headache ("severe headaches"), premenstrual syndrome ("severe premenstrual symptoms"), hypersensitivity ("allergic reaction"), vaginal infection ("recurrent vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("intense constipation") and diarrhoea ("severe diarrhea"). In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), premenstrual pain ("extreme shooting pains a week prior to period"), arthralgia ("pain in joints") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, vulvovaginal pain, premenstrual syndrome, hypersensitivity, vaginal infection, female sexual dysfunction, depression, migraine, dyspareunia, vaginal discharge, fatigue, constipation and diarrhoea outcome was unknown, the abnormal weight gain, menorrhagia, dysmenorrhoea, premenstrual pain, headache, arthralgia and dizziness had not resolved and the pain had resolved. The reporter provided no causality assessment for abnormal weight gain, arthralgia, dizziness, dysmenorrhoea, headache, menorrhagia, pain and premenstrual pain with essure. The reporter considered abdominal pain, constipation, depression, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, migraine, pelvic pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: sometime following the procedure plaintiff began suffering from pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding, and more. On or about (B)(6) 2017 plaintiff was forced to undergo a surgery to have removed the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received: new event severe premenstrual symptoms, allergic reaction, recurrent vaginal infection, apareunia (inability to have sexual intercourse), depression, migraines, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, intense constipation, severe diarrhea, she did not undergo essure confirmation test were added. Pt changed from genital haemorrhage to vaginal haemorrhage. Lot number, new reporter, height, weight, concomitant condition, historical and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031460) on 23-aug-2013. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in the most proximal part of the fallopian tube"), pelvic pain ("pelvic pain") and abnormal weight gain ("gained extreme amount of weight/ weight gain") in a 32-year-old female patient who had essure (batch no. 675112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "never had hsg done" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 1 and miscarriage in 2010. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, degenerative disc disease, endometrial hyperplasia and adenomyosis. Concomitant products included baclofen, carisoprodol, carisoprodol (soma), clobetasol, diazepam, eszopiclone, fluconazole, fluticasone propionate (flonase), ibuprofen, ketoconazole, salbutamol sulfate (proair hfa), tizanidine hydrochloride (zanaflex) and venlafaxine. In 2010, the patient experienced pain ("serious pain for over 2 months"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal weight gain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("periods have become so heavy/ abnormal bleeding(menorrhagia)/very heavy periods"), dysmenorrhoea ("cramps during menstruation"), headache ("severe headaches"), premenstrual syndrome ("severe premenstrual symptoms"), hypersensitivity ("allergic reaction"), vaginal infection ("recurrent vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("intense constipation") and diarrhoea ("severe diarrhea"). In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), premenstrual pain ("extreme shooting pains a week prior to period"), arthralgia ("pain in joints") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and robot assisted laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, vaginal haemorrhage, abdominal pain, vulvovaginal pain, premenstrual syndrome, hypersensitivity, vaginal infection, female sexual dysfunction, depression, migraine, dyspareunia, vaginal discharge, fatigue, constipation and diarrhoea outcome was unknown, the abnormal weight gain, menorrhagia, dysmenorrhoea, premenstrual pain, headache, arthralgia and dizziness had not resolved and the pain had resolved. The reporter provided no causality assessment for abnormal weight gain, arthralgia, dizziness, dysmenorrhoea, embedded device, headache, menorrhagia, pain and premenstrual pain with essure. The reporter considered abdominal pain, constipation, depression, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, migraine, pelvic pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: sometime following the procedure plaintiff began suffering from pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding, and more. On or about (B)(6) 2017 plaintiff was forced to undergo a surgery to have removed the essure coils. 2 loops of the device were counted in the uterine cavity. The next device was then inserted into the right tube without difficulty. 3 loops were counted in the uterine cavity all the instruments were removed from the vagina and the patient was recalled from anesthesia in good condition. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:   chronic pain, vaginal infection, menorrhagia and dysmenorrhea and following one was described in patients' medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: medical record received. New reporters added. Event added from mr: embedded in the most proximal part of the fallopian tube. Concomitant conditions and concomitant drugs added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031460) on 23-aug-2013. The most recent information was received on 19-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and abnormal weight gain ("gained extreme amount of weight") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "never had hsg done". The patient's past medical history included parity 1 and miscarriage in 2010. In 2010, the patient experienced pain ("serious pain for over 2 months"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("periods have become so heavy"), dysmenorrhoea ("cramps during menstruation"), premenstrual pain ("extreme shooting pains a week prior to period"), headache ("severe headaches"), arthralgia ("pain in joints") and dizziness ("dizziness"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown, the abnormal weight gain, menorrhagia, dysmenorrhoea, premenstrual pain, headache, arthralgia and dizziness had not resolved and the pain had resolved. The reporter provided no causality assessment for abnormal weight gain, arthralgia, dizziness, dysmenorrhoea, headache, menorrhagia, pain and premenstrual pain with essure. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: sometime following the procedure plaintiff began suffering from pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding, and more. On or about (B)(6) 2017 plaintiff was forced to undergo a surgery to have removed the essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.